Event description:
A customer contacted beckman coulter inc. (Bci) regarding a tsh result of 0.23uiu/ml below the normal reference range generated by the unicel dxl 800 access immunoassay system. Upon repeat the result was 4.53uiu/ml and on an alternate methodology was 0.74 which were within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was li heparin that was centrifuged for 6 minutes at 2500 rpm. Per customer, the sample appeared cloudy. Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was on-site (B)(6) 2010 and performed a preventive maintenance (pm). Fse replaced peri-pump tubing and repeated a system check which met specifications. All verification testing met specifications.